Event description:
It was reported that the customer experienced a blood glucose (bg) that was high, specific value was not provided; cause was unknown. Customer gave a manual daily injection to address the high bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.